Manufacturer narrative:
Customer will not return.

Event description:
It was reported that during testing conducted at the user facility the device was not calibrating correctly, which could lead to inaccuracy during navigation. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Investigation has shown device to be concomitant.

Event description:
It was reported that during testing conducted at the user facility the device was not calibrating correctly, which could lead to inaccuracy during navigation. No patient involvement or procedural delays were reported with this event.